Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 02-may-2025. Investigation summary: bd received (B)(4) samples and 3 photos for the investigation of lot 4292251. The photos showed multiple tubes with missing stoppers, sunken sides, low sample draw volume, and deformed stoppers. Out of the returned samples, 30 were visually inspected: none failed for collapsed tubes; 29 failed for damages; 4 failed for foreign matter (fm); 1 failed for improper assembly; 4 failed for molded part defects. A functional test was not conducted due to animal blood residue on some of the tubes. For the retained samples, 20 underwent a functional test, all of which were within specification. Additionally, 30 samples were inspected for damages, with none failing. Furthermore, 10 were inspected for brittleness, with 3 failing. Additionally, 30 were inspected for all visual defects, with none failing. This complaint has been confirmed for the lot 4292251, for the indicated failure modes: collapse, damaged, underfill, foreign matter, improper assembly and molding defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes underfilled. No adverse impact was reported regarding the patient or user.